Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md wanted to insert the iab via a sheath. During the insertion, the iab began to unwrap and as a result, the iab was removed from the sheath. Another iab was used to complete the procedure. There were no reported patient complications.